Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
As reported, during insertion of this swan ganz catheter, the pacing catheter kept bending/curling up toward the outflow tract toward the pulmonary artery. It was not able to place the tip touching the base of the right ventricle. The clinician used another pacing catheter and the patient was successfully paced. There was no allegation of patient injury.